Event description:
It was reported that during right ventricular autocapture setup, the pulse generator exhibited loss of capture. Autocapture was disabled and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.